Manufacturer narrative:
UDI: (B)(4). Investigation summary ==> the complaint device was sent to the supplier and evaluated. The sales rep reported that during returning inspection the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm has cloudy and scratched lens, was confirmed the following defects were found during evaluation: outer tube damaged, distal tip, distal tip damaged, shaver damage to distal tip, holes in distal tip fiber, holes in soldered seam, illumination, distal tip fiber damaged, fibers broken, illumination low, endoscope shows traces of deep scratches an slightly blurred image and partially dark. The defective parts were replaced, and the device was tested and found to be working according to specifications. The physical damages to the device including damage to the outer tube are most likely a result of user mishandling of the device or a possible fall. The damage to the distal tip is due to contact with the shaver during a surgical procedure as identified during evaluation. Most probably, the distal end of the endoscope got in contact with sharp instruments during usage time or the endoscope was hit or fell down by mistake. The damaged parts would have caused the device to display the cloudy image. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during return inspection on 11/17/2020, it was observed that the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) device had cloudy and scratched lens. During in-house engineering evaluation, it was determined that the device had broken fibers and slightly blurred image and partially dark lens. There was no procedure nor patient involvement reported. No additional information was provided.